Event description:
It was reported to medtronic minimed that the customer reported crack in the case. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found damage in the battery tube side and also device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, corroded battery tube, scratched case, cracked keypad overlay, missing o-ring, cracked case (battery tube), broken battery tube threads, broken reservoir tube lip, partially broken retainer and faded serial number label. Unable to perform the functional testing due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.